Manufacturer narrative:
The insulin pump passed the displacement test and reset error test. No unexpected alarms were noted. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the customer was constantly receiving unexpected restart alarms and that the insulin pump was not working. The customer's blood glucose was unknown. Explained the alarm and possible causes of the alarm to the customer. The customer was unable to view the alarm history. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.